Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified: weight to the spec, broken shell and red particles. A visual and microscopic analysis was performed which identified missing shell and broken striated on anterior. Base on the device analysis the final assessment is missing shell due to inconclusive and a striated broken on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.